Event description:
Boston scientific received information that this right atrial (ra) lead was accidentally cut by the physician during right ventricular (rv) lead revision. This ra lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the allegation was confirmed. Visual observation revealed the conductor coils deformed at 133 and 140 mm from the terminal pin most likely due to a grabbing tool.